Manufacturer narrative:
(B)(4) date sent: 1/26/2017. Batch # (B)(4). The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, 1 clip partially formed was returned. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 4 clips were found inside track. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however, no conclusion could be reached as to what may have caused this condition. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic unknown procedure, the trigger had slight stiffness at the fifth firing. When the trigger was grasped, a part of the device fell off and the device did not function afterwards. The fallen piece was retrieved with forceps via a trocar. It was a parts of a jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: can you provide further detail of the portion of the device that fell off? Was the part from the device jaws? Or was the part from the device shaft? Or was the part from the device handle (trigger)? Will this broken part be returning with the rest of the device for analysis? No information about which part of the device fell off, and the fallen piece was already discarded.